Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly. "The pt received a trident ceramic on ceramic hip system." It was further alleged that he pt is experiencing. "Popping and squeaking in his right hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.